Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the no image event was due to a failure of an electrical component. The chip on the distal end was likely due to physical or chemical stress. However, root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited no image and the plastic distal end cover was chipped. There was no patient involvement.